Event description:
It was reported that the device was in backup (bvvi) mode to a power on reset. Technical support was contacted, but no intervention has been performed. Due to the medical status of the patient, they elected for no intervention. The patient was stable.